Event description:
Complaint alleged that while treating a patient (age unknown) the device discharged once appropriately, however on the second delivery of energy, the device made a loud sound and the paramedic felt the discharge of energy, saw a white flash and smoke coming out the device. Complaint did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complaint indicated that there was no adverse effect to the paramedic who received the unintended delivery of energy.